Manufacturer narrative:
As of today, device return and additional information has been requested for this complaint but has not become available. Using the supplied implantation date and hospital name, the bhr cup part & lot number involved in this case have been preliminarily identified (subject to confirmation with medical records) as follows: 74122154 17hw13821 54mm bhr cup in the absence of the actual device, the production records were reviewed for the device identified above. Device history record review confirmed that all released parts met specifications applicable at the time of production. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the acetabular cup was implanted and then revised later the same day due to not being seated properly.